Manufacturer narrative:
Approximate age of device ¿ 4 years, 7 months and 7 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2018 with concern for an internal percutaneous lead (driveline) fracture and possible pump thrombosis following a recent driveline replacement on (B)(6) 2018 due to concern for a driveline fracture. The patient had an elevated lactate dehydrogenase (ldh). During the analysis of the log file, many transient pump power elevations and low speed advisory alarms were observed. For two of these alarms, the speed dropped below the set low speed. The first alarm occurred on (B)(6) 2018 at 8:46 and the second at 11:55 the same day. These occurred while the pump was attached to the mobile power unit (mpu). It was suspected that something was impeding the rotor at the time. After the second speed drop, the rotor released and the power dropped back to the baseline parameters. There was no treatment rendered for the power elevations and speed drops, and there were no other reported signs or symptoms of thrombus or other issues. At the hospital, the patient was placed on a grounded cable and experienced a low flow/pump off alarm overnight while they were lying on their left side. The pump stoppages were due to a phase to phase short. These events may have caused or contributed to the hemolysis or thrombosis because of the cessation of blood flow or forward flow through the pump. The patient was given integrilin with no change in their ldh. Plavix was also given on (B)(6) 2018 with only a slight decrease in ldh. A pump stoppage was noted again on (B)(6) 2018 at 0:00 while the patient was connected to the power module. This pump stoppage appeared to be associated with a driveline short to shield and not by a formation being ingested into the pump. The power levels noted pre and post pump stoppage were within normal parameters. It seemed that the external driveline replacement performed on (B)(6) 2018 did not include the area responsible for the pump stoppages. The patient was put on batteries for only about 24 hours before they were given an ungrounded cable. The patient remained in the hospital for monitoring and lab trending. No further information was provided.

Event description:
Additional information: it was reported that the patient underwent a heart transplant. The patient was upgraded on the transplant list due to the suspected pump thrombosis and driveline fracture. The device will be returned for evaluation.

Manufacturer narrative:
Device evaluation: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed internal wire damage at the pump housing that would have contributed to the reported low speed and pump stop events. The analysis of the log files provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. Additionally, the evaluation did not confirm the report of suspected pump thrombosis. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported elevated ldh could not conclusively be established through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit was severed at the silicone sleeve and the proximal portion with the inlet tube was not returned. The remaining flex section and inlet elbow was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, bend relief and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. Analysis of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The bionate layer appeared unremarkable. The metal braided shield breakdown was observed adjacent to the nipple of the pump housing. Visual inspection of the underlying wires revealed breaches in the insulation of the brown and black wires adjacent to the nipple of the pump housing, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Visual inspection of the remaining wires did not reveal any additional damage. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The black and brown wires redundantly supports motor phase 2. If the exposed conductors of either wire contacted the braided shield, the resulting short would have contributed to the low speed and pump stop events captured within the submitted log files. A phase to phase short could have also potentially occurred if the exposed wires from any of the wires made direct or simultaneous contact with the braided shield while the device was supported by batteries or ungrounded patient cables. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This document addresses all system controller alarms and how to respond to such events. This IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.